Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod packing coils (pod pcs) and a non-penumbra microcatheter. During the procedure, the physician successfully implanted six non-penumbra coils and five pod pcs into the target location. While advancing the next pod pc into the microcatheter, resistance was encountered. Upon removal, the pod pc pusher wire broke and the coil unintentionally detached inside the microcatheter. Therefore, the microcatheter containing the detached pod pc was removed from the patient and the coil was flushed out of the microcatheter. Next, upon opening the package of another pod pc on the back table, the physician reported that the coil pusher wire became kinked. The damage was found prior to use; therefore, the pod pc was not used in the procedure. The procedure was completed using four ruby coils, ten non-penumbra coils, and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the first returned pod pc confirmed the reported complaint. Evaluation revealed that the pusher assembly was fractured, and the embolization coil was detached and not returned for evaluation. If the device is advanced against resistance during use, damage such as a kink and subsequent fracture may occur. This damage likely contributed to the unintentional detachment. Due to the return damage, the device could not be functionally tested. The root cause of resistance during the procedure could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.